Event description:
The patient's caregiver reported that in follow-up with the neurosurgeon on (B)(6) 2012, the stitches were removed from the neck area to allow for drainage. The patient is on keflex. The patient was readmitted on (B)(6) 2012, where incision and drainage was performed on the neck abscess. He is being treated with antibiotics, and most likely will have to remain on those. The surgeon reported to the patient's family that he does not think the patent would be a good candidate for re-implant of vns. Attempts for additional information on the patient's status have been unsuccessful to date.

Event description:
The patient was evaluated by the surgeon's office on (B)(6) 2013, and the surgeon's office reported that they released the patient from further care stating that the incision is healed.

Manufacturer narrative:
Suspect medical device explant date, corrected data: the previous report did not report the date of explant.

Event description:
Clinic notes dated (B)(6) 2012, indicated that the patient had an area of erythema and "there is packing in the wound". "His vns site is mild erythematous and is packed, but no drainage".¿ it also indicated that there was purulent drainage from the vns unit. Interrogation of the generator reportedly showed that it was "doing well". In notes dated (B)(6) 2012 after generator replacement, it was reported that the patient was doing well until he developed some swelling and bleeding over the generator site. The skin was inflamed. The physician indicated that the patient does have self abusive behaviors and is felt to have picked at the wound. Even though it had initially healed uneventfully, cultures showed staphylococcal infection. The patient was put on antibiotics. The patient has been referred for vns reimplant.

Event description:
Additional information was received from the surgeon indicating that the infection was first observed on (B)(6) 2012. The patient was treated with oral antibiotics and packing. As of (B)(6) 2012 with the information was received, the wound was healing. The surgeon reported that the infection was believed to be related to the vns surgical wound. The individual is severely brain injured, and the surgeon suspects that he picked at the healing wound. Cultures were taken, and the results confirmed the infection as staphylococcus aureus. Later, operative notes were received from the surgeon's office reporting the description of operation for the removal of the generator and lead on (B)(6) 2012. The pre- and post-operative diagnoses confirmed "infected vns generator". After generator placement, it was reported that the wound has dehisced and drained. The patient was therefore recommended for removal of the vns devices. After removing both the generator and lead, the wound was completely debrided. Through irrigation with antibiotic solution and peroxide was performed. The patient was taken to recovery after surgery with stable vital signs. No additional information has been received.

Event description:
The patient's caregiver reported that the patient is doing well since having the device explanted, and the treating physician indicated no need to implant vns again unless seizures return. No replacement is planned at this time due to the patient's good seizure control.

Manufacturer narrative:
Age at time of event, corrected data: with the additional information received, the initial report inadvertently reported the date incorrectly, and therefore, the patient's age at the time of the event was incorrect. Date of event, corrected data: with the additional information received, the initial report inadvertently reported the date incorrectly.

Event description:
The surgeon's office reported that the patient's sister indicated that the incision looks good. She thinks it has healed well, and surgeon's office noted that the sister is usually the alarmist. The patient has also been followed weekly by home health care services.

Event description:
Additional information was received from the surgeon's office on (B)(4) 2012. The infection has not resolved.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient has a chronic infection in the generator pocket, per the patient's surgeon. The surgeon wanted to explant the device, clean the pocket and re-implant a device on the same day. The patient had surgery on (B)(6) 2012 per the surgeon's office. The surgeon irrigated the generator pocket area and is waiting on the cultures to come back. A replacement device was not re-implanted. The patient was still in the hospital on (B)(6) 2012 and consulted with the infectious disease physician. Attempts for additional information have been unsuccessful to date.